Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had multiple dislocations post implant. Went to revise the case and found the 28mm head and mdm x3 disassociated. The polly was floating freely in the hip.

Manufacturer narrative:
An event regarding disassociation involving a adm liner was reported. The event was confirmed following visual inspection of the returned device. Method and results: device evaluation and results: visual inspection: the adm liner was returned disassociated from the metal head. The liner had some scratches on its articulating surface. Dimensional inspection: the device was inspected as per igs-0029575 ver 4 and found to be within dimensional specification with the exception of the following: sequence 4: true position of inner sphere; sequence 5 and 9: b diameter. The inspection report noted the following: " a review of the original DHR confirmed that b diameter of the returned device was in specification at the time of manufacture (the b dimensions are checked on 100% of parts during in-process inspection). True position of inner sphere was checked on the first and last parts of the original (B)(4) parts. Both parts passed for this feature at that stage. The b diameter and true position of inner sphere are all linked to the inner sphere of the part. The failure of these features and the damage observed on the inner sphere are deemed to be consistent with the disassociation of the femoral head from the adm liner. Conclusion: the complaint is deemed not to be manufacturing related. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to further investigate the event. If additional information becomes available, this investigation will be re-opened.

Event description:
Patient had multiple dislocations post implant. Went to revise the case and found the 28mm head and mdm x3 disassociated. The polly was floating freely in the hip.